Manufacturer narrative:
Device received by MFR, but investigation is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: respiratory therapist bent tube and the suction port "propped" off. No pt injury reported.